Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a patient notifier, post paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made.